Manufacturer narrative:
The manufacturer previously reported a trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a proximal sensor step during testing. The customer requested no repairs be done to the unit. The unit will be returned unrepaired. After technician evaluation, the unit was tested, and an internal battery failure was observed. The internal battery was replaced.

Event description:
Prox sensor test fail: a trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a proximal sensor step during testing. The customer requested no repairs be done to the unit. The unit will be returned unrepaired.